Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08232. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was) and the closure device was deployed. The position was inappropriate, so the closure device was fully recaptured and removed from the patient. The physician then advanced a non-bsc pigtail catheter through the was into the distal laa under fluoroscopy guidance. It was noted that the patient experienced a pericardial effusion. The physician removed the pigtail catheter and was from the patient. They observed the patient¿s symptoms for 3 minutes and decided that the patient required open cardiac surgery. Once the surgery was complete, the patient was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody. The implant was deployed during lab analysis. The hub, valve, shaft, tip, and core wire were microscopically, tactile and visually inspected. Inspection revealed sheath damage (abrasions inside from recapture/anchors) with the tricot tip slightly flared outward (damaged). The implant was protruding 6 mm out from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08232. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was) and the closure device was deployed. The position was inappropriate, so the closure device was fully recaptured and removed from the patient. The physician then advanced a non-bsc pigtail catheter through the was into the distal laa under fluoroscopy guidance. It was noted that the patient experienced a pericardial effusion. The physician removed the pigtail catheter and was from the patient. They observed the patient¿s symptoms for 3 minutes and decided that the patient required open cardiac surgery. Once the surgery was complete, the patient was stable.